Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Upon investigation with staff, gas loss alarms were what the staff was reporting. Initial communication with biomed was inaccurate. However, the iabp's error logs showed that there were multiple gas losses in iabp circuit during time of complaints. The stm ran all manifold leak tests with passing results. Ran iabp with balloon for 45 minutes without issue. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, gas loss alarms occurred on a cardiosave intra-aortic balloon pump (iabp). The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.